Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of ¿metal rod of the instrument fell off¿. The instrument was found to have the main tube broken at the distal end. A piece measuring approximately .071¿ x .181¿ was not returned with the instrument. The entire distal end is detached from the main tube however, the cables are maintaining the connection between the two components. There was no physical damage found to the proximal clevis. No wires show signs of wear or breakage. No additional damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the assistant did not communicate well with the master so the fenestrated bipolar forceps was pulled out before it was straightened. The yellow light of the mechanical arm was wrong, and the instrument could not be pulled out. After pulling out the instrument forcefully, the metal rod of the instrument fell off. It was found to be broken. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.